Manufacturer narrative:
.

Manufacturer narrative:
This is a duplicate file. Please reference manufacturer report numbers 9616066-2015-01799 / 9616066-2015-01801 for complaint handling.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed the tubing and filter leaked while connected to a patient. There was no patient harm reported.